Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited no disposable pump won't run" alarm with air bubbles noticed. No patient injury reported.